Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a horrible reaction to the over tape. The irritation was red, itchy, and bumpy. Her insulin pump said her blood glucose level was 302 mg/dl but her actual blood glucose level was 449 mg/dl. She had eaten and treated her blood glucose level with the insulin pump. The device was not returned.